Event description:
A malfunction alarm was reported with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer understood the guidance to continue using the pump and to contact support if the issue resurfaced.